Event description:
On (B)(6) 2014, the lay-user/patient¿s daughter (the reporter) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2014 between 11-12am. The reporter claimed the patient obtained a blood glucose reading of ¿468 mg/dl¿ with the subject meter. The reporter stated that the patient manages her diabetes with self-adjusted insulin and claimed she took an additional 15 units of novorapid insulin (33-35 units instead of her usual dose of 18-20 units) when the alleged issue occurred. The reporter claimed the patient developed symptoms of a ¿hypo¿ 15-20 minutes after the alleged issue occurred and described her symptoms as being ¿sweaty and squirrelly¿. In response to these symptoms the reporter claimed the patient took orange juice or cake and felt better 1 hour later. It is not known if the patient performed a blood glucose test on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr walked the reporter through a control solution test and the result fell within the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/16/2015). The patient¿s meter has been returned on 1/29/2015 and evaluated by lifescan product analysis on 2/4/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.